Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative indicated that the lead was in storage and would be returned to the manufacturer. The status of the cable was not known. The representative reported that they believed the cable was ultimately used for the entirety of the trial.

Manufacturer narrative:
Analysis of the lead found no evidence of anomalies. The conclusion code and result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was trialing a system for spinal cord stimulation. It was reported that the patient could not feel stimulation when leads were placed and connected to the cable and external neurostimulator on the day of the report. The lead configuration was correct, and replacing the extension/adaptor did not resolve the issue. They had swapped out the external neurostimulator, but that also didn't work. The cable was swapped out, and it did not resolve the stimulation. When they swapped out the lead, the situation resolved. Impedances were check and read just about 3000 ohms, but the patient was feeling stimulation.

Manufacturer narrative:
Other applicable components are: product ID: 355531, lot# n676269, serial# (B)(4), product type: screening device. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 355531, lot # n676269, serial # (B)(4), product type screening device product ID neu_stylet_acc, serial # unknown, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.